Manufacturer narrative:
Medtronic received additional information that the guidewire was not removed while the introducer needle remained in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the guidewire is damaged. The od was measured using a micrometer to be 0.036 inches. The specification has the od to be 0.038 +0.000 / -0.002 inches. Reason for return was confirmed for damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral bi-caval venous cannula kit, it was reported that during the femoral venous cannulation for a cardiopulmonary bypass, the customer was unable to extract the guidewire from the cannula easily. Once the wire was removed, it was examined by the customer and it was observed to be frayed/uncoiled in the center. The wire was examined by the customer and it was deemed to be complete. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction: medtronic received information that during use of a bio-medicus nextgen femoral bi-caval venous cannula kit, it was reported that during the femoral venous cannulation for a cardiopulmonary bypass, the customer was unable to extract the guidewire from the cannula easily. Once the wire was removed, it was examined by the customer and it was observed to be frayed/uncoiled in the center. The wire was examined by the customer and it was deemed to be complete. The guidewire was not reused once removed. The cannula was already in place. There was no adverse patient effect associated with this event. Medtronic received additional information that the guidewire was not removed while the introducer needle remained in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.